Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device could not be upgraded due to low battery. Premature battery depletion was not noted. No solution was made to resolve the issue of inability to upgrade. The patient was stable.